Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient reported seeking medical attention at the emergency room (ER), due to their blood glucose levels starting to rise to over 400 mg/dl and did not respond to boluses. The patient experienced severe diabetic ketoacidosis (dka), resulting in vomiting and dry heaving. The treatment provided included three intravenous (IV)s. The patient reported significant hyperglycemia after working in the yard, with the cannula coming out from under the skin. There were no recent messages or alarms on the omnipod 5 app, and the patient was familiar with the pink slide on the pod. The cannula was seen laying on top of the skin, and insulin was leaking from the pod site. The pod was worn between 4 and 24 hours on the abdomen. The patient was released the following day and had a follow-up with their endocrinologist scheduled for (B)(6).